Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the patient was charging too often. The rep reported that the patient was recharging too often and taking too long to charge the ins. The rep reported that the patient had not recently been reprogrammed or switched to a new group. The patient had not had any previous overdischarge events. The rep reported that the ins was a month old. The rep reported that after 14.5 hours the ins was completely dead and it took the patient 10.25 hours to charge ins to full. The rep reported that the patient was provided an ld and hd program and the patient was using the hd program. The rep was not with the patient at the time of the call. Recharge interval calculation was done based on the settings the rep provided are as follows: prog: 5.8v, 150 pulsewidth, 800hz, group impedance estimated (see below), 1+1- electrode programmed. Longevity calculation based on the following estimated group impedance values: 400 ohms= 1.82 days 500 ohms= 2.19 day 800 ohms= 3.19 days 1000 ohms= 3.78 days the rep also reported that the patient had good results with the trial but hadn¿t had the best results since the implant was done. The rep reported that they were meeting with the patient early the week following the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient texted them later and stated he was incorrect, the recharge time was 4.5 hours not 14.5. The representative was going to meet the patient for a reprogramming session.